Event description:
The customer states that the axsym, processing cover will not remain fully open and that customer was hit on the head by the falling cover. The customer states that no medical attention was needed. No serious injury was reported.